Event description:
It was reported, patient was very obese, smoker and diabetic. The fracture, according to the doctor, was a non union.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.